Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.